Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced symptoms of incapacitation, weakness, shaking, diaphoresis, and confusion. She was unable to recall whether her dexcom g7 receiver issued a low glucose alert or whether she had the receiver with her before, during, or after the episode. A friend assisted the patient by providing carbohydrates. The patient was not transported to the hospital, and no medications were administered. At the time of the follow-up call, the patient reported feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. A charge and boot test was performed and passed. A functional test was performed and passed. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No additional event or patient information is available.